Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead. Product ID: 3888-45, lot#: va1q4wl, implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead. Product ID: 3888-45, lot#: va0psgg, implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a275, serial #: (B)(4), ubd: 28-aug-2022, UDI#: (B)(4); product ID: 3888-45, lot #: va1q4wl, ubd: 26-mar-2022, UDI#: (B)(4); product ID: 3888-45, lot #: va0psgg, ubd: 21-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2021, the entire system was explanted and replaced because the leads had migrated and the device stopped being helpful, which was explained to mean that the patient was not getting relief from the stimulation.  X-ray confirmed the migration of the leads.  It was noted the patient never really used the epidural lead, so it was also removed.  The issue was resolved following the system replacement using new subcutaneous leads in the patient's neck along with a new battery.  No symptoms were reported to be the result of the ins.  The cause of the lead migration was unknown.